Manufacturer narrative:
(B)(4)

Event description:
It was reported that dislodgement was observed post implant. Repositioning was not successful. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.